Event description:
A report was received that the patient was experiencing pain at the clik anchor site. The patient underwent a revision procedure wherein the stitch was replaced and the clik anchors were repositioned and anchored at the fascia. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.